Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported that the staff are receiving helium loss 3 alarms. This is a subclavian insertion with the side port sheath from the intra-aortic balloon (iab) kit. The staff confirmed there is no blood in the driveline tubing. The staff then decrease to 37cc with no change and then down to 30cc with no change. The clinical support specialist recommended that the iab be replaced. There was no information provided for the patient current condition. Follow up attempts made and the complaint file will be updated should the information becomes available.

Event description:
It was reported that the staff are receiving helium loss 3 alarms. This is a subclavian insertion with the side port sheath from the intra-aortic balloon (iab) kit. The staff confirmed there is no blood in the driveline tubing. The staff then decrease to 37cc with no change and then down to 30cc with no change. The clinical support specialist recommended that the iab be replaced. There was no information provided for the patient current condition. Follow up attempts made and the complaint file will be updated should the information becomes available.

Manufacturer narrative:
(B)(4). The product was not returned for investigation. The reported complaint of iab helium loss alarm is not able to be confirmed. If the product is returned at a later date, a full investigation of the sample will be completed. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risk. This will be monitored for any developing trends.